Event description:
It was reported that the patient experienced the prolonged pain, a feeling of instability and shortening of the right upper extremity after implantation of a tfna on the right on (B)(6) 2026. Radiological assessment revealed a material fracture and secondary dislocation of the fracture, with no trauma recalled. The implant exhibited an unexpected and atypical fracture location, despite a good postoperative reduction result.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.